Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states they have been experiencing sleepiness since they stopped using the device. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. A gfe was requested to obtain additional information (i.e., visualization of particles) and to inquire if the patient will return the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.